Manufacturer narrative:
The product was implanted and not returned for evaluation. Aneurysm rupture is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
On (B)(6) 2018 the patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached two smart coils using a non-penumbra microcatheter. While attempting to deploy a third smart coil the physician felt resistance while advancing the smart coil, and the aneurysm ruptured as a smart coil was being placed. Therefore, the patient was immediately administered 15 mg of protamine. The smart coil was successfully implanted, and the ruptured aneurysm was successfully treated by implanting additional smart coils. After the procedure, the patient underwent a computed tomography scan (CT scan). The CT scan showed subarachnoid contrast extravasation. The patient was somnolent, lethargic, had a top of head headache, left perioral droop, and was confused on (B)(6) 2018. Chronic left hemiparesis was unchanged. A CT scan on (B)(6) 2018 showed interval improvement of the subarachnoid hemorrhage. On (B)(6) 2018, the patient was alert and oriented. On (B)(6) 2018, the subject was alert and oriented but complained of headache, neck stiffness, and some generalized weakness. On (B)(6) 2018, the patient¿s encephalopathy was deemed resolved, and the patient was discharged home. This ruptured aneurysm was adjudicated to be a serious adverse event with a definite relationship to the smart coil system and the procedure.